Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, lot # n256212002, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid dose and concentration not reported via an implantable pump. The indication for use was non-malignant pain, chronic low back pain, and degenerative disc disease. The patient was due for a pump replacement and the MRI showed a granuloma at the tip of the catheter. It was reported that there were no clinical problems or anything reported from the patient, however the MRI showed a granuloma at the tip of the catheter so the physician replaced the whole system. There were no environmental, external or patient factors that may have led or contributed to the issue. There was no diagnostics or troubleshooting performed and the actions and interventions were reported as new system was placed. The issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump was being used to deliver 1.4 mg/ml of dilaudid at 0.4407 mg/day, 10.0 mg/ml of bupivacaine at 3.148 mg/day, and 300.0 mcg/ml of fentanyl at 94.43 mcg/day. Analysis of the implantable pump serial number (B)(4) revealed residue in the motor gear train, and wearing on the upper shaft of gear number two. Analysis of the implantable catheter serial number (B)(4) did not reveal any significant anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.